Manufacturer narrative:
We performed good faith effort to gather additional information regarding this event. The equipment was properly reprocessed before being loaned. The sampling report showed that the total number of bacteria exceeded the required guideline value of 1 cfu/ml (20 cfu/20 ml). In addition, pseudomonas, enterobacteriaceae, or other indicator bacteria were detected. Preparation or storage of the loaner endoscope was found to be inadequate. In this case, the issue was detected before use, and the defective endoscope was never used. Therefore, there were no reports of patient harm. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Loaner device contaminated. Failed the sampling tests several times. Detected prior to use. This event occurred at the time of during reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G1: contact office. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4: unique identifier (UDI). H4: device manufacture date. Evaluation summary: based on the investigation results data, it was determined that the potential/root cause of the failure was due to the storage environment prior to sampling at the facility or an error in the sampling operation. It has been confirmed that the endoscope has not been used by a patient, and there is no harm to the patient. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 21-may-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 21-may-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.